Event description:
It was reported that this right atrial lead exhibited loss of capture and high capture thresholds. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.